Manufacturer narrative:
Reference manufacturer's report numbers: 1221359-2021-01856, 1221359-2021-01857, 1221359-2021-01858. Establishment address: (B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay. This report addresses patient one (1) of four (4). The customer reported a false positive result performed on (B)(6) 2021. Repeat testing was not performed. Rt-pcr confirmation testing twice (2) performed on (B)(6) 2021 and (B)(6) 2021 generated negative results. The customer stated the patient was asymptomatic. No additional patient information. The customer confirmed there was no patient harm due to the test results. Additionally, the customer reported there was a delay or impact in the patient's treatment. Patient had to be shifted to the covid ward due to the false positive results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m154388 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m154388 , test base part number 190-430 / lot: m154388 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154388 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.